Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 72 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.